Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect main pcb component is available for analysis and a return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect main pcb for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported this ventilator device displayed "ventilator inop, motor fault and other alarms. The transducers were checked, calibrated and the turbine was replaced. However, the inoperative issues and the device alarm behavior was not resolved. The customer determined the likely cause was associated with the main printed circuit board (pcb) and a replacement was ordered. The customer stated no patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis group received the suspect main printed circuit board (pcb) for investigation. The fa group performed a visual inspection and found no anomalies. The fa engineer installed the main pcb into a test device and cycle the device on for an extended period, which duplicated the reported device behavior. The event log was reviewed, which found a single instance of "xdcr fault" and an "application crc check failed" error. At this time, the reported complaint was duplicated. The investigation found a component failure within the main pcb associated with a design software anomaly as the root cause.